Event description:
It was reported that during central processing after the instrument was cleaned and sterilized that the mega suturecut needle driver instrument cable broke. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint of broken cable. One grip cable was broken at the distal idlers. The idler pulley spun freely and exhibited no damage. The cable segment was sticking out at wrist. Other cables at wrist were not damaged. The complaint is being reported due to the broken cable on the mega suture needle driver instrument. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.